Manufacturer narrative:
The device was returned for investigation to the manufacturer. The device was investigated. The heat shrink insulation tube base came off possibly due to contact with another instrument or object. There was no harm to the patient.

Event description:
During a laparoscopic procedure, the heat shrink insulation tube base came off from the scissor tip while inside the patient. The tube piece was retrieved form the patient. There was no harm to the patient.